Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump did not recognize the power source. Then the pump battery gauge dropped from 90% battery life to 5% while the pump was plugged into a power source, then the customer plugged the pump into the computer to upload the battery gauge jumped to 100%. The customers blood glucose (bg) level was impacted above (400 mg/dl) the customer took a manual injection to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives.